Manufacturer narrative:
The device will continue to be monitored. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited intermittent high out of range pacing impedance measurements. All other lead diagnostics were within range and there was no evidence of noise. Troubleshooting was performed and measurements remained within range. No adverse patient effects were reported.